Event description:
It was reported that balloon rupture occurred. Vascular access was obtained on the right side of the lesion. The 90% stenosed, eccentric, de novo, 80-90x14-16 mm target lesion was located in a non-calcified and non-tortuous inferior vena cava (ivc), bilateral iliac vein and left/right common external vein. Following advancement of a non-bsc guide wire, a 6.0-40, 80 wanda catheter balloon was selected and advanced to dilate the target lesion. They followed the standard procedure of dilation but the physician noticed that the pressure gauge was not mounting. The device was removed and found out that the balloon ruptured. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: an examination of the balloon identified a longitudinal tear in the balloon material. The tear measured 3mm in length and stretched over both sides to the distal markerband. A microscopic examination of the balloon material and distal markerband identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained on the right side of the lesion. The 90% stenosed, eccentric, de novo, 80-90x14-16 mm target lesion was located in a non-calcified and non-tortuous inferior vena cava (ivc), bilateral iliac vein and left/right common external vein. Following advancement of a non-bsc guide wire, a 6.0-40, 80 wanda catheter balloon was selected and advanced to dilate the target lesion. They followed the standard procedure of dilation but the physician noticed that the pressure gauge was not mounting. The device was removed and found out that the balloon ruptured. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.